Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to a loose drive support disk. The displacement test functioned properly. Unable to perform the occlusion, prime and excessive no delivery test due to the motor error alarm.

Event description:
The customer reported that the insulin pump alarmed motor error during the rewind. The customer stated that the insulin pump was worn during an x-ray prior to receiving the alarm. Troubleshooting was performed, and the insulin pump passed the displacement test. Advised the customer that the insulin pump would be replaced. Nothing further was reported.